Event description:
Attorney alleges patient "suffered physical and other injury as a result of the recalled lead" and "on (B)(6) 2007, (patient) experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including, but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead. (Patient) died on (B)(6) 2007." Further alleges patient "sustained and will continue to sustain sever physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched, but has not been received. Without a lot number or device serial number, the manufacturing date cannot be determined.